Event description:
Baxter received report that progressa plus had bed going into trendelenburg position by itself. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information will be submitted in a supplemental report.